Event description:
Per the clinic, the patient experienced a wound dehiscence at implant site. There are plans to explant the device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on august 15, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site and was treated with IV antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2022 and there are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on september 19, 2022.